Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. Customer was in the hospital due to pneumonia. Customer was assisted in getting air bubbles out of reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.